Event description:
It was reported that during a post stent dilatation procedure, the balloon ruptured. As the balloon catheter was removed, it becoame caught in the stent. Attempts to remove were unsuccessful. Patient went to surgery. Patient status listed as "ok".